Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulted "z"-syndrome approximately 2 months post lens implant. The surgeon was treating the patient for iritis when he noticed myopic change in manifest refraction and an anterior displacement of the inferior haptic. The doctor is evaluating treatment options (lens reposition vs a selective yag capsulotomy). Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lot number of the lens was not provided, and the lens remained implanted. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: the manifest refraction is .75 of cylinder and patient was reported as being "happy".